Manufacturer narrative:
The fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the device revealed that the fiber body was broken into two pieces. The fiber body break was likely caused by procedural conditions during device setup or use. Damage or kinking of the fiber during setup could lead to a complete break when laser energy is applied. The device instructions for use (IFU) was reviewed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based on the information from the analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a retrograde intrarenal ureteroscopy surgery (rirs), the first two fibers used did not work properly. The error code 66 was found with one of the two defected fibers. The procedure was completed with a third fiber without patient complications. Analysis of the returned device identified a fiber body fracture. This complaint is for the second defective fiber.